Event description:
It was reported the pt hadn't recharged in about a year. The pt had lost the recharger and pt programmer in a fire, and was in overdischarge state for over a year. One physicians mode recharge was completed with the pt in the clinic charging -quartile at 50%. Upon interrogating the ins, a message stated "therapy not available-charge device now". The pt programmer showed an empty battery. Four physicians mode recharge were done on the ins and battery was able to charge up to 50%, and then 7 mins later, it went down to 0. The manufacturer's rep recommended, the pt to fully charge the unit daily for several days at home, and then return to the clinic to interrogate, check impedance, and clear the por. The hcp decided to replace the device instead. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.